Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0bm4f, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient stated her healthcare professional (hcp) determined that there were some compromise in the lead wire. The patient further stated that her hcp checked it with the physician programmer and said the reading on the programmer was the indicator that the lead wire was impaired. The patient was asked if the impedances were checked and the patient said that was the vocabulary that they were using. There was an x-ray taken but the x-ray did not show anything, they could not see any compromise in the wire. It was noted that the hcp said he wants to have it replaced. The patient inquired if it was possible that it could work even with the compromised lead. The patient has an appointment scheduled on (B)(6) and she thinks the manufacturer representative (rep) would be going to be present. The patient wasn't sure if the hcp notified the rep yet and she guesses that they will try other settings/program. In addition, it was noted that the patient was a very active person and asked if her activity level could have caused the compromise in the lead wire. There were no falls or trauma related to the issue but the patient does a lot of balance, b ending over, stretching because she has a very active workout program, almost daily. The patient indicated that she doesn't want to go through the surgery if her active lifestyle could be the issue of the issue. No symptoms or injury reported at the time of this event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was going to have the device removed because the lead wire has gotten compromised. The patient reiterated the issue previously reported about her active life style of doing marshall art, bending, and squatting was too active for the fragility of the lead wires. The patient inquired information about the recovery process after the surgery, which is scheduled on (B)(6) 2018. The patient noted a follow up would be made after the surgery. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0bm4f, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider reported that the cause of the reported issues was unknown. Also reported that the impedance measured greater than 4000 on all electrodes. The patient would need a battery replacement and possible lead revision, which was scheduled for (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked the cause/circumstances that led to the compromised lead, impedance issue and activity affecting the lead. The responded that the cause was not determined, but the manufacturer representative thought it was caused by the level of the patient's activity. The steps taken to resolve the reported issues were reported as the patient was instructed to turn off their device, it remained implanted in the patient at the time of the report.